Manufacturer narrative:
The customer has disposed of the force bipolar instrument; therefore, it will not be available for receipt or failure analysis evaluation. A review of the provided image was performed. The fragment appears to have originated from the proximal grip tang of the force bipolar instrument. Additional patient demographic information: height - 72.8".

Event description:
It was reported that during a da vinci-assisted ventral hernia procedure, the force bipolar instrument broke and a fragment fell into the patient which was retrieved during the same procedure. It was confirmed there was no collision with other instruments occurred during the procedure. The fragment was retrieved intraoperatively using a laparoscopic grasper and confirmed visually against the missing piece. No post-operative imaging was performed, as the fragment was too small to detect, and the patient experienced no complications, did not require additional procedures, and did not return for post-operative complications. The procedure was completed with a delay of approximately 3 minutes.